Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was unknown. At the time of this report the patient outcome was unknown. On an unknown date, dianeal therapy was withdrawn. The reporter declined to be contacted; therefore there was no further information available.